Event description:
It was reported that the pulse generator exhibited backup operation. Memory corruption confirmed with status report showing multiple bit flips. The download did not complete. Device replacement would be scheduled due to normal elective replacement indicator.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.